Manufacturer narrative:
The customer's calibration and qc results were ok. There was no indication of a reagent issue. The investigation reviewed the system's alarm trace and no abnormalities were found. The field service engineer completed preventative maintenance and replaced sipper nozzles. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable elecsys troponin t stat results for multiple patient samples with a cobas 6000 e 601 module. The following are examples of questionable results for 5 patient samples: sample ID (B)(6): the initial result was 0.05 ng/ml. The repeated result was 0.01 ng/ml. Sample ID (B)(6): the initial result was 0.03 ng/ml. The repeated result was <0.01 ng/ml. Sample ID (B)(6): the initial result was 0.03 ng/ml. The repeated result was <0.01 ng/ml. Sample ID (B)(6): the initial result was 0.05 ng/ml. The repeated result was 0.02 ng/ml. Sample ID (B)(6): the initial result was 0.03 ng/ml. The repeated result was <0.01 ng/ml. The questionable results were reported outside of the laboratory. The repeated results were deemed correct. The reagent lot number was 520767. The expiration date was requested but not provided.

Manufacturer narrative:
The investigation is ongoing.